Manufacturer narrative:
The serial number of the cobas pro ise analytical unit is (B)(6). The customer tried performing air purges, probe washing, priming reagents, and wash maintenance. Reagents were re-calibrated, but calibration failed. Calibration was performed two more times and passed each time. Controls were run, but still failed. The customer examined the electrode block and did not see any crystals. The customer did note there were metal shavings under the vacuum nozzle. The field service engineer cleaned the "ise basel" and nozzles. The ise adjustments were verified. Wash maintenance was performed. Calibration and an ise check passed. Controls and precision studies were performed, the customer accepted the results. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for patient samples tested with the sodium electrode on a cobas pro ise analytical unit. The customer stated they noticed an increase in patient result delta flags in their laboratory middleware system. Controls were then run at that time and they failed. Patient samples were then repeated on a second analyzer. The customer provided an example of one patient sample with discrepant sodium results. No questionable results were reported outside of the laboratory. The sample initially resulted in a sodium value of 120.3 mmol/l and it repeated as 128 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
Calibration data was acceptable. Controls were repeated multiple times and failed after the event. All ise controls were outside of range on the first control level. The third control level was acceptable for chloride and sodium. Potassium controls were outside of range. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.